Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: multiple power on reset (por) events were observed in the black box. Cracks were observed in the battery compartment from the top traveling to the bumper and from the case seal traveling to the bumper. The battery compartment threads were observed to be stripped. There was no evidence of physical damage on the battery cap threads. The battery cap was able to secure to the pump for testing. The pump was exercised for 24 hours with no further power loss. Moisture was observed in the battery compartment. A leak test failed due to a keypad leak (keypad was observed to be peeling off) and cracks in the battery compartment. The pump was opened; moisture was found on the force sensor plate. The intermittent power issue was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power issue with the pump. The battery compartment threads reportedly were stripped. The battery cap reportedly did not secure to the pump and the yellow o-ring was visible. The battery cap reportedly was replaced approximately 1 to 3 months ago. There was no indication of damage to the battery cap. There was no indication of moisture/corrosion to the pump. There was no reported adverse event associated with this complaint. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.